Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: hand sores, hives, sneezing, dermatitis, runny eyes, urticaria, rhinorrhea, conjuctivitis, chest pain and tightness, asthma, and on 8/96 tested positive for latex allergies.